Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3776-60 , serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy, degenerative disc disease, and spinal pain. It was reported that the patient¿s implantable neurostimulator has never worked right or charged properly. Her health care provider tried to do adjustments at least a dozen times, and never got it working as expected. The health care provider told the patient that it needed to be replaced. The patient gave up on therapy after that. The patient lost her recharging case and everything in it, so she does not have any external components. She kept getting steroid and nerve blocking injections on and off for pain control needs because her stimulation device wasn't being used. In 2012 and 2013, a couple of different manufacturer representatives had come to do all the adjustments; however, this also never fixed it. The patient was in a car accident in (B)(6) 2013. It was reported that in (B)(6) 2015 the patient saw her health care provider and told her that the leads were moved up a space out of position and needed to be replaced as well. The patient¿s medical history that is unrelated to the device or therapy includes degenerative bulging narrowing of the spine, and a number of vertebrae that are impacted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.